Manufacturer narrative:
The event occurred (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the (B)(6).

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels.